Manufacturer narrative:
(B)(4). The device was discarded by facility. Upon completion of carefusion's investigation, a follow up medwatch would be submitted.

Event description:
Customer reported: we had an incident where the infant was being cradled by the mother when it was noticed that the circuit had melted. It was noticed when water was coming out the circuit. The circuit was quickly changed and the circuit was tossed. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). Investigation summary: no sample was submitted for evaluation. Review of the internal production records for the lot reported resulted in no issues that could relate to the melting condition. This includes review of all raw material (wire) used during the manufacture of the lot involved. In addition, no issues were observed during the manufacturing process review as the wires are currently tested and ranges were found within specification. The product was manufactured, inspected and released in accordance within carefusion specifications. Based on the investigation results, the root cause for the issue reported could not be determined. The most probable causes for the reported condition can be related to insulation i.e. The circuit covered with a blanket which can lead to a melt and/or the use of a non-specified humidifier with this product as directed by the instructions for use (IFU). Carefusion recommends customers follow cautions and warnings listed on the IFU to avoid any issues: cautions: -do not use this circuit where gas temperature at the outlet of the humidifier exceeds 68 degrees celsius. -do not use the heated wire circuit without gas flow. -do not place material on or around the heated wire tubing. Warnings: -avoid contact with patient skin. -do not stretch the tubing. -do not soak, rinse, wash or sterilize this product.